Event description:
It was reported that the pt had a fall, and the lead subsequently migrated. The pt experienced a return of symptoms. As the ins was partially depleted, it was decided to replace the whole system. The pt recovered from surgery without complication, and was receiving good therapeutic benefit with the new system.

Manufacturer narrative:
Final device analysis revealed no anomalies on the ins or lead. They were both functionally ok. There were no significant anomalies on the extension. The outer insulation was breached at 4 and 4.6 cm from the proximal end but it was functionally ok.